Event description:
A consumer reported an "adverse reaction" that was treated with acular. The medical records from specialist state that pt was referred by optometrist having been given zymar, but had not started yet. Pt began contact lens wear 2 weeks prior & experienced discomfort in their right eye by 3rd day of wearing. Pt used tap water in right eye in 10/2004 & experienced redness & burning during the night and a "film over vision" next day. Pt presented to specialist in 2004 with mild injection, burning, and grade 4 superficial punctate keratitis od. The original diangosis was "contact lens keratitis and dry", and the pt was given a topical antibiotic to use bid and artificial tears. The next day the pt appeared with a large peripheral epithlial defect, and the treatment regimen was increased to include a bandage contact lens with a topical nsaid & vicodin. Over te next two months the pt was treated for a recurring epithelial defect resulting in high astigmatism and fluctuating vision. The final best corrected visual acuity for the od eye was recorded as 20/25 -". No further information is available.